Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he over treated with insulin at breakfast. Customer was experiencing low blood glucose of 37 mg/dl; he treated with candy. It was ensured that the blood glucose level was increasing. It went up to 69 mg/dl and customer stated he felt well. Customer reported that sometimes he is irritated by all of the alarms he receives on the insulin pump; customer was advised that this is for his safety. Customer declined to troubleshoot. Nothing further reported.